Event description:
Facility reported 1 incident of liquid flowing out from the dark blue end of the transfer set when the clamp was in the closed position. Per affiliate, this issue was noted during use and no patient injury or medical intervention was associated with this incident.